Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.(B)(4).

Event description:
It was reported the patient had a heart attack a week after the implant procedure. The patient was admitted to intensive care unit and had catheterization. Programming was performed following the incident and it was confirmed the scs system was functioning properly. Follow-up revealed the physician believed the heart attack was attributed to the high doses of medications the patient was taking for the surgery. The patient has been released from the hospital and is doing well.